Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that about a month ago they noticed they had poop in their pants so they went to check their implanted device and they saw a low battery message. The patient stated they didn't use their external equipment all the time because the therapy usually helped their symptoms and they didn't have any accidents but they would check it on occasion if they were having a problem and the patient tried to connect to their settings today and got a "internal device has lost all data. Contact clinician. End session" message. Patient services reviewed the meaning of the message with the patient and explained that it was possible the implanted neurostimulator battery had reached the end of life. The patient did admit they knew their settings were higher and they knew that using higher settings would use more ins battery power. The patient stated on some of their other programs they hadn't been getting "any signal" so they switched to their current program and they had it up to they thought 7.0 v and they felt a tingle in their leg that would go down to their toe but now they weren't getting that tingle. The patient also mentioned that they did exercises for their sphincter muscle and that at one time their managing health care provider (hcp) talked about a procedure they were going to do on another patient and the patient asked if they could have that procedure and the hcp told them the patient was not a candidate for that procedure. The patient stated they thought it was due to their age but noted they were going to contact their managing health care provider (hcp) at the end of the call to check the implanted system and discuss next steps. Additional information was received from the patient. Patient stated their doctor told them that a manufacturer representative (rep) would call them. On (B)(6) 2023, they received a call from the rep who left a number to call them back. On (B)(6) 2023, patient called back and said that they were still trying to reach the rep and said that when they called, that the patient was on another call. Patient said that hcp kept redirecting patient to contact [manufacturer] to make arrangements for device check. Patient wanted to review what it was coming on the screen and received the permissions required - storage message. Patient services warm transferred to healthcare it. Patient was transferred back when it issue was resolved. Patient told healthcare it that their hand was hurting from holding the communicator in place so long. Patient attempted to connect during call however received message "no device found" after several attempts. Patient said they were concerned that neurostimulator battery may have depleted. Patient said that they recalled they did use higher settings. Patient services reviewed that the next step is for patient to have neurostimulator battery checked by a representative at hcp office. Patient services reviewed therapy information and general programming guidance and redirected to discuss with hcp and the representative. Patient did not mention any concern about pain in hand from using the communicator.